Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high pacing impedance measurements on the right atrial (ra) channel, fluctuating between 700 and 1200 ohms. Additionally, noise artifacts oversensing was recorded in this channel. Technical services (ts) was consulted and recommended to continue monitoring this patient. No adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.